Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured at one of the pin connection joints closest to the cutting end, rendering the device inoperable. All pieces were returned. The device was manufactured in 2018 and shows signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that the plate cutting forceps snapped during surgery. All pieces were removed from the patient. There was no harm to patient or staff. Three minutes delay. A competitor device was used to complete the procedure.